Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Clinic reported having a syringe of unspecified juvéderm ultra where the needle detached from the syringe during injection into the lip. The clinic owner thought it may have been an injector error and not a direct product issue.

Manufacturer narrative:
Additional information.

Event description:
Additional information: juvéderm ultra xc was used with the packaged needle. 0.7ml of product was used prior to the needle detaching. There were no injuries.